Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the doctor noticed the syringe had holes in it. When he tried to aspirate upon insertion, fluid leaked out of the syringe. Another set was successfully used to complete the procedure.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not supply a lot number; however, potential lot numbers were determined by a sales history review for this customer. A device history record review was performed on the ars from the most likely potential lot number and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the doctor noticed the syringe had holes in it. When he tried to aspirate upon insertion, fluid leaked out of the syringe. Another set was successfully used to complete the procedure.